Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. Our field service engineers has investigated the ventilator on site, and they have replaced the o2 gas module. No device logs nor service report were provided. The replaced part didn't return for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. The was no patient involvement. Manufacturer's ref. #: (B)(4).